Manufacturer narrative:
Please see attached for our results of investigation. (B)(4).

Event description:
It was reported a revision surgery was performed due to a fractured ceramic liner.

Event description:
It was reported that ceramic liner was broken which was implanted 2007 for a thr operation. No further information has been provided.